Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the precise bipolar forceps (pbf) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found thermal damage on the bipolar yaw pulley. Black char marks were observed on the distal end of the instrument. It was indicated that any damage resulting in a missing material was likely thermally induced and not mechanically induced. The known common cause of this failure is attributed to mishandling/misuse. Additionally, the instrument passed the electrical continuity test.

Manufacturer narrative:
(B)(4). Isi has requested for the instrument to be returned for evaluation. However, as of the date of this report, isi has not received the instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that after completion of a da vinci-assisted prostatectomy procedure, an inspection of the pbf instrument revealed a missing fragment from the insulation. At this time, the location of the missing instrument fragment is unknown and it is unclear if the fragment actually fell inside the patient and was retained. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that after completing a da vinci-assisted prostatectomy procedure, the site inspected the instruments used during the procedure and observed a missing fragment from the insulation of the precise bipolar forceps (pbf) instrument measuring approximately 1 mm x 1 mm.